Manufacturer narrative:
The reported event was addressed with phone support. Clinical sales representative (csr) had the site remove the scope from the arm, flip the base and press the instrument clutch button and then the image worked normal. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, scope image was upside down. Clinical sales representative (csr) had the site remove the scope from the arm, flip the base and press the instrument clutch button and then image worked normal. The procedure was completing as planned with no reported injury.